Manufacturer narrative:
On 28jul2017 the patient (pt) sent an email with the medical report. The medical report reflects the following information: the pt presented to the clinic through on call service (B)(6) 2017 with os corneal ulcer. The pt returned on (B)(6) 2017 for follow-up visits. ¿the pt was last seen on (B)(6) 2017 with a favorable progression of resolving ulcer, leaving a small leucoma at 2:00 in os¿. The pt will need follow-up appointments to continue to follow-up the progression of the resolving ulcer¿. No additional medical information has been received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 02may2017 a patient (pt) called to report that while wearing the acuvue oasys brand contact lenses he/she was diagnosed with a left eye corneal ulcer. The pt began to experience discomfort in the left eye a short time after inserting the suspect lens, but continued lens wear. Upon removal of the suspect left eye lens, pt reports redness. The pt reported left eye pain and went to an emergency department for evaluation and was diagnosed with the corneal ulcer in the left eye. Pt reported that he/she was advised to discard all lenses with the same lot number. Pt stated the doctor advised that the left eye corneal ulcer ¿was in the center and big.¿ the pt was given a prescription for antibiotic (antibiotic was unknown) and artificial tears and advised to use the medication ¿every three hours for a couple of days.¿ the pt reported using the antibiotic about 3-4 times a day for 15 days. Pt had a follow-up appointment on (B)(6) 2017 and reported scar tissue had not resolved and was given a prescription for lotemax ophthalmic solution 1 drop every 6 hours and artificial tears every 2 hours. Pt reports using the lotemax for 15 days and reports that the left eye was better. On 05may2017 a call was placed to the pt and additional information was obtained: pt had a follow-up visit on 02may2017 and reports scar tissue and advised to remain on contact lens rest until follow-up appointment. On 12may2017 an email was received from the affiliate who reported that no additional medical information was obtained after placing a call to the clinic where the pt received treatment. No additional medical information is expected. The lot # is unknown and the suspect product was discarded. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.